Event description:
As the physician was preparing to use a laproscopic probe, insulation failure occurred at the instrument end of the item. Use of the item in this condition resulted in a physician burn.